Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) ejected the defective pocket b6. The fse requested a new pocket order form to order the new cubie pocket, and verification confirmed that the email was successfully sent for ordering new pockets. The fse will replace the new cubie pocket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed storage cubie pockets an attempt was made to recover the storage space, but the system displayed a requires technical maintenance message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.